Event description:
A user facility reported that no air supply was noted with the evis lucera colonovideoscope. The event occurred during reprocessing and a similar device was used to complete the procedure. During a standard service inspection of the customer returned device, the nozzle was clogged. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the nozzle was clogged. In addition, yellow crystalline foreign materials were noted. After unchoking by the engineer, the air/water supply was normal. Furthermore, the suction and instrument port were worn. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 24-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, the cause of the reported event is likely due to inappropriate reprocessing after the previous procedure. The event can be detected/prevented by following the instructions for use which state: operation manual_ preparation and inspection inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function. Reprocessing manual_ cleaning, disinfection, and sterilization procedures flush water and air into the air/water channel_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Cleaning, disinfection, and sterilization procedures with the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned flushing detergent solution into the air/water channel presoak for excessive bleeding and/or delayed reprocessing after each procedure olympus will continue to monitor field performance for this device.